Event description:
It was reported that an unspecified number of bd safetyglide¿ needles only, 23 g x 1 were clogged. The following information was provided by the initial reporter: "customer stated they had several defective needles - requested further information on the defect. The issue is that neither air or liquid will go through the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles only, 23 g x 1 were clogged. The following information was provided by the initial reporter: "customer stated they had several defective needles - requested further information on the defect. The issue is that neither air or liquid will go through the needle."

Manufacturer narrative:
H.6. Investigation summary: five sealed and two loose safetyglide needles were provided to our quality team for investigation. The reported issue was not confirmed upon visual inspection and functional testing of the samples. A device history record review was completed for provided lot number 2018060. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.